Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a pink and raw skin irritation on her left breast under the front therapy electrode pad. Patient's nurse provided her with an antibiotic cream and bandages for the irritated area. Follow-up indicated that the patient ended use of the lifevest. The medical outcome of the irritation is unknown.